Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 22, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 39 after insertion. The RMA was issued for further investigation of the sensor. The review of the sensor data in dms showed optical instability, which is the most probable root cause for the reported failure. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. Upon receipt of the sensor, the return product analysis testing was performed, however, the failure mode could not be reproduced. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 19 july 2024. D9 device available for evaluation? Yes on 06/10/2024. G3.date received by the manufacturer? 19 july 2024. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.